Event description:
The cook cre 18-19-20mm balloon for esophageal dilatation burst at 19mm or 60 (pressure per square inch) psi. The md documented the following in the procedural note: "we attempted an empiric balloon dilation, but the balloon malfunctioned and the scope had to be withdrawn. The patient then experienced transient desaturation, and we felt best to terminate the exam as no stricture had been appreciated, and recent symptoms abated." The note from the anesthesiologist states "saturation 96%, chest clear bilaterally, not coughing--feels fine. We doubt aspiration. (Crna told me that when the balloon broke during the case the patient began coughing alot.)" The respiratory rate and oxygen saturation are stable, airway patent, heart rate and bp stable, patient awake without complaint.